Event description:
The user facility reported that during a patient procedure the 3080 surgical table¿s foot released and went all the way down. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The steris service technician stated that contrary to the reported event of the table foot releasing and going all the way down, the floor locks had unlocked. The user facility reported that they were able to relock the table and complete the patient procedure. The steris service technician was advised by hospital personnel that the staff kept trying to lock the floor locks via the hand control and was able to do so after several attempts. Hospital personnel did not utilize the floor lock override switch located inside the manual pump pedal recess. The operator manual states, (pp. 5-3), "a floor lock override switch is located inside the manual pump pedal recess. Flip the pedal down to access the switch". The technician evaluated the hand control and found wires to be broken inside causing an intermittent operation. The technician replaced the hand control wires and returned to the unit to service. Steris will offer in-service training on the proper use and operation of the table.

Manufacturer narrative:
Steris has made multiple attempts to schedule in-service training on the proper use and operation of the table however the user facility will not respond.